Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that a plastic part of the permanent cautery hook instrument tip appeared to be broken. Upon further inspection it was determined that a piece of plastic from the instrument had broken off and fell into the patient. An x-ray was preformed to find the plastic fragment but nothing was found. The procedure was completed with a backup instrument. Intuitive has made a follow up attempt with the customer to gather additional information. This is the extent of the information available at this time.